Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was an occlusion issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/07/2015: device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: there were occlusion alarms with high force observed in black box. An ezprime sequence was performed successfully with no occlusion alarms duplicated. The pump was exercised for 24hrs on a 2.0u/hr basal rate with no ¿occlusion¿ alarms duplicated. The force calibration check was out of specification. The pump cover was removed and the force sensor resistance was within specification. There was evidence of moisture observed in the pump on the internal components including the force sensor pins. The complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.